Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed a pulse test and displayed service code 203 (pulse test fault). Upon eval, resistor r84 had a cracked solder joint. The cause for the pulse test failure is the damaged resistor. With an open connection at the resistor, the current from the fired pulse was directed through the pulse current circuit and damaged component u901 (quad micro-power op-amp buffer) as well. The root cause for the cracked solder joint could not be positively identified but was likely mechanical shock from physical impact. No adverse event resulted from the fractured r84 solder joint. The last pt to use this monitor did not report any problems.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test with associated service code 203. The last pt to use this monitor did not report any deficiencies.